Event description:
The facility reports the resident was being transferred from the bed. The side clip broke and the resident fell back into their bed. No injuries were reported.

Event description:
The facility reports the resident was being transferred from the bed. The slide clip broke and the resident fall back into her bed. No injuries were reported.